Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =it was reported that on an unknown date in (B)(6) 2017, the primary surgery was performed via tha with the implants in question. After the surgery, the patient complained of pain because the hematoma accumulated from around the prosthesis to distal to the prosthesis. On (B)(6) 2023, the revision surgery was performed to replace the liner and the head due to the suspected armd caused by mom. The surgeon commented that the hematoma is widely formed and the lateral antrum is dissolving, which may be caused by armd. He also considers that the cup has an outward opening angle of about 50 degrees, which may be causing armd. Patient¿s medical history: tha after external osteotomy. The product was not returned to depuy synthes, however a third party material evaluation report was provided with photos for review. The provided report and photographs were reviewed by depuy synthes. The third party report documented the visual analysis of the ultamet femoral head (p/n 962711000/lot 2409823). Scanning electron microscopy (sem) analysis of the head taper feature and head articulating surface was performed. Material deposits were noted on the inner surface of the taper regions of the head. The analysis of the material revealed a mixture of biological substances and base material corrosion by-products typical of taper junctions. Analysis of the articulating surface revealed surface level scratches, however, no material defects were observed. In conclusion, of the third party analysis, no evidence manufacturing or material defects were observed that could have contributed to the reported adverse events. No further observations could be made based on the information provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the pinnacle mtl ins neut36idx52od would not contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = a manufacturing record evaluation was performed for the finished device [962711000/2409823] number, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on an unknown date in (B)(6) 2017, the primary surgery was performed via tha with the implants in question. After the surgery, the patient complained of pain because the hematoma accumulated from around the prosthesis to distal to the prosthesis. On (B)(6) 2023, the revision surgery was performed to replace the liner and the head due to the suspected armd caused by mom. The surgeon commented that the hematoma is widely formed and the lateral antrum is dissolving, which may be caused by armd. He also considers that the cup has an outward opening angle of about 50 degrees, which may be causing armd. Patient¿s medical history: tha after external osteotomy. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo/x-ray investigation revealed that pinnacle mtl ins neut36idx52od presented nothing indicative of a device nonconformance or a relation with the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the pinnacle mtl ins neut36idx52od would not contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [962711000/2409823] number, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on an unknown date in (B)(6) 2017, the primary surgery was performed via tha with the implants in question. After the surgery, the patient complained of pain because the hematoma accumulated from around the prosthesis to distal to the prosthesis. On (B)(6) 2023, the revision surgery was performed to replace the liner and the head due to the suspected armd caused by mom. The surgeon commented that the hematoma is widely formed and the lateral antrum is dissolving, which may be caused by armd. He also considers that the cup has an outward opening angle of about 50 degrees, which may be causing armd. Patient¿s medical history: tha after external osteotomy no further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the 9/10 ultamet 36mm heads +0 would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [962711000/2409823] number, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on an unknown date in oct. 2017, the primary surgery was performed via tha with the implants in question. After the surgery, the patient complained of pain because the hematoma accumulated from around the prosthesis to distal to the prosthesis. On (B)(6) 2023, the revision surgery was performed to replace the liner and the head due to the suspected armd caused by mom. The surgeon commented that the hematoma is widely formed and the lateral antrum is dissolving, which may be caused by armd. He also considers that the cup has an outward opening angle of about 50 degrees, which may be causing armd. Patient¿s medical history: tha after external osteotomy. The product was not returned to depuy synthes, however a third party material evaluation report was provided with photos for review. (B)(4). The provided report and photographs were reviewed by depuy synthes. The third party report documented the visual analysis of the ultamet femoral head (p/n 962711000/lot 2409823). Scanning electron microscopy (sem) analysis of the head taper feature and head articulating surface was performed. Material deposits were noted on the inner surface of the taper regions of the head. The analysis of the material revealed a mixture of biological substances and base material corrosion by-products typical of taper junctions. Analysis of the articulating surface revealed surface level scratches, however, no material defects were observed. In conclusion, of the third party analysis, no evidence manufacturing or material defects were observed that could have contributed to the reported adverse events. No further observations could be made based on the information provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the pinnacle mtl ins neut36idx52od would not contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [962711000/2409823] number, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2017, the primary surgery was performed via tha with the implants in question. After the surgery, the patient complained of pain because the hematoma accumulated from around the prosthesis to distal to the prosthesis. On (B)(6), 2023, the revision surgery was performed to replace the liner and the head due to the suspected armd caused by mom. The surgeon commented that the hematoma is widely formed and the lateral antrum is dissolving, which may be caused by armd. He also considers that the cup has an outward opening angle of about 50 degrees, which may be causing armd. Patient¿s medical history: tha after external osteotomy. No further information is available. Doi: (B)(6) 2017. Doe: (B)(6), 2023. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). D4, d6: the information provided regarding the expiration date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported. G4: no 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.